Manufacturer narrative:
DHR review performed on june 2, 2019 indicated that the product was supplied meeting specifications.

Event description:
According to initial report received on may 12, 2019: "runthrough wire went down the artery. Stent went over the wire to the affected area. Stent was difficult to pass the lesion. Stent has a spring coil at the tip of the stent and with the difficult lesion, the coil got wrapped around the wire and due to this, the wire and stent had to be removed."

Manufacturer narrative:
Correction: device arrival not expected. Device is not available for evaluation. Final investigation report issued have stated the following conclusions: the review of the DHR (device history record) indicate that the product was supplied meeting specifications. The investigation was limited since the used product/ angiogram/ additional information were not received. It is not possible to reach a definite conclusion as to how and why this event happened with the received information.

Manufacturer narrative:
Correction : following the recipt of additional information listed below the following sections were corrected: section b.1 was updated to include only "product problem" section h.1 was updated to include only "malfunction" additinal informaion recvied from cordis stste that: the report was sent by a case manager within the hospital that did not have all the facts. The spring tip became unraveled while trying to cross and recross a tight lesion. There was no life-threatening incident. The patient was fine. Following the additionla information a revised final report have stated the following conclusions: 1.the review of the DHR (device history record) indicate that the product was supplied meeting specifications. 2.the investigation was limited as we did not receive the used product/ angiogram. It is not possible to reach a definite conclusion as to how and why this event happened with the information that we received. 3.the event was not life-threatening. There was no injury to the patient.